Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding a network downloader (dn-13663) that became hot to touch during use. This report is based on limited information other than the downloader became hot to touch. Model 514000 is supported but not currently being manufactured. This model does not have recharging capability, and therefore there is no reason to suspect a malfunction exist at this time. The product has been replaced at no charge and returning for investigation. There are no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/30/2017. The failure was due to a defective voltage suppressor & capacitor on the main printed circuit board (pcb).

Event description:
Na.